Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a low blood glucose (bg) displayed as "low" on cgm. Bg cause was not known. Customer consumed carbohydrates to address bg. System check with tandem technical support confirmed that the pump and related supplies were functioning as intended. Recommendation was made to consult with a healthcare provider to discuss diabetes management.